Event description:
It is reported that the patient underwent a two stage revision for infection and loosening of the stem. The infection was discovered when the patient was opened to remove the loose stem. A pic line was started to heal the infection before the stem could be removed.

Manufacturer narrative:
Information was received from a maude event report: (B)(4): evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. The sterilization process for all devices produced at zimmer are validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. The exact cause of the infection cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to met specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.